Event description:
It was reported that the ventilator's top display was blank. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated evaluation codes updated initial reporter address information.

Event description:
A service engineer (se) inspected the device and confirmed the reported condition. To address the issue, the se replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.